Event description:
International affiliate reported that the needle broke during abdominal surgery, however, event was not noted until after closure of the abdomen. A needle fragment was localized by x-ray. The patient was re-opened and the fragment excised. The patient is doing well.